Event description:
Date notified: 1/16/07 a model 1305 aspirator failed to operate. An inspection of the device revealed a disconnected wire terminal on the battery pack. The terminal was recrimped and reconnected to the battery pack, the device was tested to specifications and returned to the customer. No pt was involved at the time of the device failure.